Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The pump did not allow back priming to b line as pump was detecting an occlusion. The a line could not be flushed either due to the occlusion message. The customer added that for future incidents, they will be turning the pump off or resetting administration settings in attempt to bypass the occlusion message and attempt to flush primary line. The event occurred while there was still medication distally from the pump. Medication was infusing when the issue was noted. There was exposure risk with as medication was leaking out through the b line clave cap. There was delay in therapy as the treatment was delayed until situation was investigated and primary tubing changed. The primary tubing was replaced and there were able to resume the infusion. There was patient involvement but no patient harm.